Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, it was difficult to insert the lead into the pulse generators header. After multiple attempts, the lead was inserted and the patient would be monitored.